Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.updates/corrections made to sections: d9, g6 h2.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.